Manufacturer narrative:
Of the two devices, one lot number was provided and lot history review was performed. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigations are confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced patient device interaction problem, malposition of device and detachment of device or device component. This information was received from various sources. This malfunction involved two patients with no consequences. Two male patients ages were reported to be between 56-63 years and weight of the both patients were not provided.